Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited intermittent loss of capture. The lead was repositioned on (B)(6) 2011.